Event description:
Dexcom was made aware on 03/28/2024, that on 03/27/2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with an infection which occurred five days after the sensor had been inserted in the arm. Prior to sensor insertion the patient cleansed the area with soap and water. The patient developed redness at the needle puncture site and had swelling/inflammation and burning sensation extending beyond the patch perimeter. The patient went to the emergency room and was diagnosed with cellulitis. In the ER, the patient received IV antibiotics (vancomycin and cefazolin) for the infection and was discharged home four hours later. At the time of report the infection had already started to heal, and the patient was doing well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).